Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. The replaced part was returned for investigation. The received logs confirmed the reported high o2 concentration alarm at time of the event. The investigation revealed that the returned air gas module failed pre-use check with pressure transducer test when it was connected to a test ventilator. The failure was caused by a damaged membrane of the nozzle unit inside the air gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The root cause for the damaged membrane of the nozzle unit could not be determined.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).